Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter was submitted to the manufacturer for evaluation. Through visual examination, the sample was damaged; sheared with the inside coil exposed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. B. Braun kits are packaged according to blueprint specifications while inspecting for any defects or deviations from the drawing. In addition, there are incoming, in process and final functional inspections performed during the manufacturing of components and finished good items. While damage was observed, the damage is not confirmed to be the result of any manufacturing process. The most probable cause for the damage is an application error. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: catheter tip came off while removing from the patient. Detailed inquiry description: tuohy needle, resistance met into 3-4 in space, blue tip was not on catheter when pulled out of the needle. Relevant tests/laboratory data, including dates on (B)(6) 2024 - xray of spine, on (B)(6) 2024 - MRI of spine.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.